Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report numbers: 3005168196-2020-01214, 3005168196-2020-01215, 3005168196-2020-01216, 3005168196-2020-01218.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula (ccf) using penumbra smart coils, a penumbra smart coil detachment handles (handles), non-penumbra coils and a non-penumbra microcatheter. During the procedure, the physician successfully deployed and detached five smart coils into the target location using the handle. The physician then advanced another smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician attempted to pull the back end of the detachment zone; however, the smart coil failed to detach. The physician also attempted to break the stainless steel hypotube and subsequently, the hypotube snapped and there was no inner nitinol wire to pull on. Therefore, the smart coil was removed. Then, the physician advanced another smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to use a new handle to detach the smart coil; however, the smart coil failed to detach. Therefore, the smart coil was removed. Next, the physician placed non-penumbra coils into the target vessel using the microcatheter. The physician then advanced another smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician also attempted to break the stainless steel hypotube and subsequently, the hypotube snapped and there was no inner nitinol wire to pull on. Therefore, the smart coil was removed.